Event description:
The pump was returned to animas for a loss of prime issue. During evaluation, the force sensor pins were found to be dislodged. This report is made based on results of the evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 02/01/2012. The pump has been returned and evaluated by product analysis on 02/01/2012 with the following findings: the pump has been returned and evaluated by product analysis on 02/01/2012 with the following findings: the pump was returned to animas and was investigated on 02/01/2012. A review of the pump black box history showed that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed that the force sensor pins were partially disconnected from the force sensor socket. Unrelated to the complaint, evaluation revealed, a dim display screen and peeling paint on the pump, which has no effect on insulin delivery, function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.